Manufacturer narrative:
The insulin pump passed active current measurement, self test and displacement test. No unexpected replace battery alarm noted. However, pump received with a high sleep current measurement test, problem isolated to the pcb 2.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alarm. That was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.